Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy side to side anastomosis, at the third firing, the surgeon clamped tissue and was able to close the handle, but he/she was not able to fire the device. Operation was continued with a new handle and a new reload. Operation was continued with a new device. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. The single use loading unit (sulu) was received with a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded into the returned device. The device and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.